Event description:
It was reported that pump had an unresponsive touchscreen that required multiple presses. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow-up with technical support, and no additional information was received regarding any corrective actions or final outcome of the event.